Manufacturer narrative:
Concomitant medical product: product ID: dtma1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead exhibited noise oversensing and varying impedance in the last 60 days. The lead was explanted and replaced. It was further reported that during the rv lead laser removal, the left ventricular (lv) lead insulation was damaged. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.